Manufacturer narrative:
Pump (B)(4) was not returned for evaluation. Review of the manufacturing records confirmed that the associated pump met all requirements for release. Analysis of the log files revealed two (2) high watt alarms and a rise in power consumption to parameters outside the normal operating range; thus, confirming the reported event. Of note, it was reported that the patient was treated with tpa and parameters returned to normal operation. There is no evidence to suggest that a device malfunction caused or contributed to the reported event. Based on the available information, the most likely cause of the high-power event can be attributed to external factors such as thrombus formation/ingestion. Clinical factors that may have contributed are multifactorial and may be attributed to anticoagulation therapy, disease progression, and patient comorbidities. In addition, lvad pump candidates often possess risk factors for intravascular coagulation which may include arterial and/or venous vascular disease, chronic low flow state and decreased. Though the root cause of the reported event cannot be conclusively determined; however, there are patient, pharmacological, and procedural factors that may have contributed to this event. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report.

Manufacturer narrative:
Pump (B)(4) was not returned for evaluation. Review of the manufacturing records confirmed that the associated pump met all requirements for release. Analysis of the log files revealed two (2) high watt alarms and a rise in power consumption to parameters outside the normal operating range; thus, confirming the reported event. Of note, it was reported that the patient was treated with tpa and parameters returned to normal operation. There is no evidence to suggest that a device malfunction caused or contributed to the reported event. Based on the available information, the most likely cause of the high-power event can be attributed to external factors such as thrombus formation/ingestion. Clinical factors that may have contributed are multifactorial and may be attributed to anticoagulation therapy, disease progression, and patient comorbidities. In addition, lvad pump candidates often possess risk factors for intravascular coagulation which may include arterial and/or venous vascular disease, chronic low flow state and decreased. Though the root cause of the reported event cannot be conclusively determined; however, there are patient, pharmacological, and procedural factors that may have contributed to this event. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report.

Manufacturer narrative:
Pump (B)(4) was not returned for evaluation. Review of the manufacturing records confirmed that the associated pump met all requirements for release. Analysis of the log files revealed two (2) high watt alarms and a rise in power consumption to parameters outside the normal operating range; thus, confirming the reported event. Of note, it was reported that the patient was treated with tpa and parameters returned to normal operation. There is no evidence to suggest that a device malfunction caused or contributed to the reported event. Based on the available information, the most likely cause of the high-power event can be attributed to external factors such as thrombus formation/ingestion. Clinical factors that may have contributed are multifactorial and may be attributed to anticoagulation therapy, disease progression, and patient comorbidities. In addition, lvad pump candidates often possess risk factors for intravascular coagulation which may include arterial and/or venous vascular disease, chronic low flow state and decreased. Though the root cause of the reported event cannot be conclusively determined; however, there are patient, pharmacological, and procedural factors that may have contributed to this event. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report.

Event description:
It was reported that the patient experienced two self resolving high watt alarms in clinic and reported having darker urine prior to the events. The log files revealed increasing trend in power and flow outside of normal operating ranges. The patient was hospitalized for further evaluation and was found to have a lactase dehydrogenase (ldh) of 1888 from a baseline of 262-302. The patient's international normalized ratio (inr) was between 1.7 and 2.0 while on aspirin (asa) 81mg and plavix 75mg at the time of the event. A CT angiography (cta) was performed but did not demonstrate a thrombus. The patient was treated with tissue plasminogen activator (tpa), placed on a heparin infusion, and the ldh slowly returned to baseline. The high powers had resolved as well. However, the powers slightly rose again with a second ldh spike to 825 which was a concern for additional thrombus. Additionally, while the patient was being treated for the thrombus event, the patient had a epidural hematoma and plavix was held. The medical team continued to monitor the patient. Eventually, the pump powers were found to be back at baseline with the inr in normal range with the patient was back on asa and coumadin. The patient's neurological status returned to baseline.  The patient was reported to still be overall weak and would likely go to inpatient rehab for general physical therapy.